Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was over-sensing noise which led to pacing inhibition. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that the patient's right ventricular lead was revised on (B)(6) 2022. The patient was stable.

Event description:
New information received notes that the patient's right ventricular lead exhibited a recurrence of noise over-sensing resulting in pacing inhibition and high ventricular rate (hvr) episodes. Programming changes were made. The patient was stable.